Event description:
On (B)(6), 2013, the lay-user/patient contacted animas, alleging that the animas pump is prompting for a self test on its own. On the morning of the call, the subject pump vibrated and prompted a self test. When the patient pressed ok, the home screen appeared. There was no exposure to x-ray and no visible cracks. The battery cap is secure with no visible yellow ring. There was no power loss. The patient was advised to go to a backup plan. The issue was not resolved with training. This complaint is being reported due to the alleged self test issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: investigators were unable to verify or duplicate reported issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.